Event description:
The customer contacted heartsine to report that their device had a pogo pin spring failure. This may prevent the device from powering on which may prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine did further investigation of the reported issue and was unable to duplicate or verify the reported issue. The pogo pins were within specification and no fault was observed. The customer received a replacement device and this device was archived by heartsine. The cause of the reported issue could not be determined.

Manufacturer narrative:
The distributor performed an initial evaluation of the device and verified the reported issue. The device has been returned to heartsine further investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device had a pogo pin spring failure. This may prevent the device from powering on which may prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.